Manufacturer narrative:
Device evaluated by MFR.: the device was received for analysis. The balloon was unfolded which indicates that the balloon had been subjected to positive pressure. Blood was noted inside the balloon material which is evidence of a device leak. The returned device was attached to an encore inflation unit and positive pressure was applied when liquid was seen escaping from a longitudinal tear in the balloon material beginning 15mm distal to the distal edge of the proximal markerband and extending distally across the balloon material for 35mm. A microscopic examination identified no issues with the balloon material that could have contributed to the complaint incident. No issues were noted along the length of the device that could have contributed to the complaint incident. No other issues were identified during the product analysis. The most probable root cause has been determined to be use/user error as the dfu states: "the xxl balloon dilatation catheter is intended for use in adult and adolescent populations to dilate strictures of the esophagus."; however, this device was used in a venous setting. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. A 16-4/5.8/75 xxl¿ esophageal balloon catheter was advanced for dilatation; however, the balloon ruptured. The procedure was completed with a different device. No patient complications were reported.